Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1442 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that a fractured PICC was removed from a patient today. "Pt presented to PICC clinic for assessment and or replacement of PICC, mother states had not been able to aspirate blood when flushing and initiating IV treatments for 2 weeks, she had brought to attention of the nurse ¿whom she states said to continue to use since was still able to flush, then monday sept 16th line began to leak around insertion site once flushed she presented to ER department and they changed dressing and ended up accidently pulling out 2cm more, at exit site and then did chest xray. She states they sent her home and said xray states satisfactory placement and will refer to PICC clinic that week, for further investigation. Pt was referred to clinic for issues and reporter proposed an exchange of the line and found the 2 tears ( fractures) in the PICC line at exit markings approx. 15cm and 16cm- the initial cut length of 47cm was noted upon complete removal of line, but cut at 20cm-since was initially performing and over the wire exchange." Pt has a new PICC placed in left arm

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to be slightly discolored from the distal end of the molded joint to around the 14 cm depth marker. Two circumferential splits were observed near the 16 cm and 17 cm depth markers, and indentations were observed in the catheter near the 19 cm depth marker. The majority of the depth markers on the catheter were observed to be worn and faded. A microscopic observation revealed the edges of the splits were slightly rounded and mostly straight with an uneven and granular surface texture. Longitudinal splitting was observed at both corners of each of the splits, and the surface of the catheter material was observed to be less lustrous leading up to the edges of the splits as well as at the location of the indentations near the 19 cm depth marker. The catheter material at the center of each of these indentations was observed to be lighter in color. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recw1442 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that a fractured PICC was removed from a patient today."pt presented to PICC clinic for assessment and or replacement of PICC, mother states had not been able to aspirate blood when flushing and initiating IV treatments for 2weeks, she had brought to attention of the nurse ¿whom she states said to continue to use since was still able to flush, then monday sept 16th line began to leak around insertion site once flushed she presented to ER department and they changed dressing and ended up accidently pulling out 2cm more, at exit site and then did chest xray. She states they sent her home and said xray states satisfactory placement and will refer to PICC clinic that week, for further investigation. Pt was referred to clinic for issues and reporter proposed an exchange of the line and found the 2 tears ( fractures) in the PICC line at exit markings approx. 15cm and 16cm- the initial cut length of 47cm was noted upon complete removal of line, but cut at 20cm-since was initially performing and over the wire exchange."pt has a new PICC placed in left arm.